Event description:
It was reported during a breast biopsy procedure that, the generator alarmed and displayed error code l3-021, and could not pass self test. Then changed to another one to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.